Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Subsequently, multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 92 mg/dl. Customer declined to further troubleshoot with tandem technical support.